Event description:
It was reported that the patient fell off the imaging top at the start of the procedure. The patient was on his side and not strapped in. The patient fell to the floor.

Manufacturer narrative:
Received medwatch letter 05/10/2019 which was matched to this complaint. It says the bed "disengaged".

Event description:
It was reported that the patient fell off the imaging top at the start of the procedure. The patient was on his side and not strapped in. The patient fell to the floor.

Manufacturer narrative:
Mizuho osi does not show any service history by a trained and certified fse at this site. The table has not been properly maintained and/or serviced on a regular basis. Inspection of the table showed damage and improper modifications. There is no indication that the condition of the table contributed to the reported event. In its current condition the table is not safe for use and it has been removed from service.

Event description:
It was reported that the patient fell off the imaging top at the start of the procedure. The patient was on his side and not strapped in. The patient fell to the floor.